Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several inappropriate electric shock due to possible atrial fibrillation (af) with rapid ventricular response (rvr). The therapy was exhausted. At this time, no reprogramming options was recommended due to the rhythm the correlations are quite low and the rate is fast. Currently, this ICD remains in service and no additional adverse patient effects were reported.